Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary; (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached premature battery depletion. It was explanted and replaced. There were no patient complications reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that premature battery depletion. The device was explanted and replaced. There were no patient complications reported due to this event.